Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported that during the insertion of the initial 511sd port the vena cava was lacerated. Pt has since been diagnosed with reflex sympathetic dystrophy in her right lower extremity.